Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and after delivering approximately 10.2 units, the insulin gauge displayed 105 units. Subsequently, the customer reported that the cartridge had been filled with cold insulin. The customer's blood glucose level was 116 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.